Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly; corrosion and or wear and or lubrication; stall due to shaft bearing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that after weaning the patient down to the lowest amount deliverable, the pump stalled again and did not start back up again. The patient was given fentanyl patches while waiting to have the pump replaced. The cause of the stalls was not determined. The pump was replaced. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The reason for the pump stall was unknown. Actions taken to resolve the issue included the pump having been turned down to a minimum rate and a pump replacement having been planned. It was further reported that a motor stall keeps occurring and withdrawal had been resolved with oral medication. The patient¿s weight at the time of the event was approximately (B)(6). The indication for use regarding the pump was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl (8000 mcg/day at 2607.9 mcg/day) via an implanted infusion pump. It was reported the patient went into the hospital on monday june 15th with withdrawal symptoms. The caller noted they did not see any issues in the logs. Today, the patient came into the office stating the pump was alarming. The hcp reported it was seen on the 12 of june at 6:30 the pump had stalled. Tech services reviewed considerations to set the pump to minimal rate, silence alarm, give the patient oral meds and replace pump/ send back to manufacture for analysis. Caller will be following up with the hcp to make a decision. It was noted when the issue first started the patient was super sick but now felt fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The patient¿s pump had active motor stalls. The patient did not have magnetic resonance imaging. The patient was being weaned and they hoped to have a pump available to replace it. The managing physician¿s name was provided. The pump was currently administering fentanyl with concentration 8000 mcg/ml at a dose rate of 384 mcg/day.